Event description:
Customer reportedly rec'd the following results within ten minutes on the accuchek aviva system: 174 mg/dl, and 94 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the strips.